Manufacturer narrative:
H.6. Investigation: a review of the production history for lot number 8032675 was performed. The review did not reveal any signs of non-conformance or quality issues during the production process related to the reported issue. During the production process, the quality team performed leakage testing at three different points in the process with no signs of leakage found. As a sample was not available for return, further evaluation of the product in question could not be completed. Based on the investigative results, a cause for the reported issue could not be determined.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: the catheter leaked near the connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked. This was discovered during use. The following information was provided by the initial reporter: the catheter leaked near the connection.